Event description:
An impella 5.5 was inserted by the axillary artery graft site to support the 73 year old female patient admitted in with a planned surgery and the pump was placed pre-operatively. The patient was known to present in scai stage c but, other comorbidities were unknown. On the 2nd day of support the patient suffered a stroke. There was no noted treatment or intervention for the stroke. The following day the pump was weaned and explanted. The patient survived the event and the type of stroke was not shared, whether embolic or hemorrhagic. If it was hemorrhagic the anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.